Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The customer complaint that after implantaiton the valke isn't longer programmable. Yes they revise the valve.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and dried biological debris was found inside the valve. The cam mechanism could not be seen, as well as a tear in the silicone housing just after the needle guard. It was not possible to program test the valve, due to the dried biological debris covering the cam mechanism. The valve was then pressure tested and resulted 129mmh2o. It is possible that the valve was set at 120mmh2o, but this could not be determined due to the dried biological debris. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.